Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: three photos were included in agile attachments for evaluation; photos showed an inflation line occluded. One sample was returned for investigation. The returned sample was received in used condition without original packaging. The sample was visually inspected under normal conditions of illumination to detect any condition that could cause the failure mode reported. An occlusion was detected. The returned sample was inflated using a syringe. The cuff would not inflate; the complaint was confirmed. The sample was connected to a leak tester machine to identify any occlusion. Occlusion was detected. Based on the analysis conducted in the sample provided, cuff inflation/deflation failure mode was confirmed. The failure condition was possibly due to assembly process not followed correctly. Failure was traced to manufacturing. For corrective action an awareness/customer complaint notification was performed to production personnel to explain the importance of adherence to manufacturing procedure. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.

Event description:
It was reported that during the pre-use check, the customer found difficulty putting air in the cuff. No patient injury reported.

Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.